Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult single gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and a restricted anterior leaflet. An ntw clip was inserted and while performing gripper orientation in the left atrium, one of the grippers would not lower. Therefore, the clip was removed, and troubleshooting was performed, but the issue was unable to be resolved. It was noted while outside the anatomy, the grippers were tested again with the same outcome of the one gripper would not lower. The clip was replaced, and a new ntw clip was successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.